Event description:
A plastic particle was found in the luer hub of the diagnostic catheter prior to use. The particle was the same color as the hub material. The product was never used clinically.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.